Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation the trunk cable was found to have defective pulse wires. The cause for the defective pulse wires cannot be positively determined. No adverse event resulted from the defective wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that she removed the device due to constant "check therapy pad" messages. The patient was provided with a replacement electrode belt.